Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Not returned.

Event description:
Attempted to lock the outer shell of centrax by attaching centrax 's locking ring, but could not lock it. Attempted to replace the head(size change), when trying to remove the head which had already been implanted, . Both the stem and the head were removed out of the patient's body. I replaced it with a cement stem and replaced the head.